Manufacturer narrative:
This report captures an unknown number of replacements for devices of this size and model. All replacements occurred between 2014 and 2019. Information regarding the specific serial numbers and cases are unavailable at this time, but are being requested. As such, at this time date of event, implanted date and explanted date have not been validated, but represent the earliest possible dates for the associated field. Specific patient information in section a is unavailable at this time. A supplemental report will be filed if additional information becomes available regarding these cases. Due to the limited information available at this time, it is unknown if any of these cases have previously been reported to the FDA. Product analysis: no products have been returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a physician performed a retrospective review over the last four years on valves of this size/mod el at a single facility that were evaluated for potential replacement. It was not reported how many valves were evaluated during this time period. The physician reported that at the time of evaluation, the valves had been implanted anywhere from three to seven years. Upon reviewing computed tomography (CT) imaging of the valves, the physician reported that the valve tissue appeared "atrophied and thinned", resulting in dilation of the prosthesis. He also reported seeing necrotic valve tissue. Of note, he did not believe that this issue was present among other sized valves of the same model. An unknown number of the valves evaluated were ultimately replaced. No additional adverse patient effects were reported.